Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having touchscreen issues. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer stated that the device would not hold a touchscreen calibration. The device would calibrate and work for a while, but then would drift and would require re-calibration. The customer requested the part number for the touchscreen and price for a replacement touchscreen. The investigation is ongoing.

Manufacturer narrative:
H10: the biomed reported that the touchscreen was replaced to resolve the issue. The device was returned to service.